Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal right coronary artery (rca) which had mildly tortuosity, moderate calcification and was 90% stenosed. After a guide wire crossed the target lesion, a voyager nc was advanced; however, the balloon ruptured during the first inflation at 10 atm. Another company's balloon catheter was used and the procedure was continued. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).